Event description:
It was reported that the reservoir was occluded and that the insulin pump alarmed no delivery. The blood glucose reading was 228 mg/dl. During troubleshooting, it was found that insulin did not exit during a fixed prime. Advised the customer to remove the reservoir from the insulin pump, disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing. Upon troubleshooting, it was found that insulin did exit the tubing but that there was greater than normal resistance during the plunger push. Explained that the alarm was caused by the infusion set or reservoir connection. Advised replacement of the infusion set and reservoir and their return for analysis. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge.